Event description:
Reportedly, the instrument did not staple completely when applied on the pulmonary artery. A re-operation was required for this for a hemorrhage. No additional information was provided by the reporter.